Manufacturer narrative:
The sample was discarded. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. (B)(4).

Event description:
It was reported by the pt's attorney that the pt underwent breast reconstruction surgery (abdominal tram flap procedure) on (B)(6) 2011 that required wound drains to be placed in the abdomen. The drains were removed on (B)(6) 2011. Following the drain removal the pt experienced constant abdominal pain, nerve type abdominal pain, feeling of pressure, vaginal pain and dyspareunia. The pt underwent a hysteroscopy procedure in the doctor's office on (B)(6) 2012; however, the doctor was not able to explain her problems. The pt had an abdominal x-ray on (B)(6) 2012 that noted a 3.8cm long metallic density in her abdominal area. On (B)(6) 2012 the doctor palpated something tubular in the area that he suspected might represent a fragment of the drain. On (B)(6) 2012 a 3cm piece of drain that was somewhat encapsulated was removed from the pt's subcutaneous fatty tissue. The doctor claim that it was the same drain that he had placed during the pt's breast surgery on (B)(6) 2011. The pt has experienced the following symptoms as a result of the drain break: blister/eschar; abdominal incision opening; increased constipation; bloating; neuropathic pain; abdominal swelling; fat containing hernia; foreign body reaction; physical impairment and disfigurement.